Event description:
It was reported that; patient had a broken screw at l4 on the left side. Was unable to remove the broken portion so surgeon fused the level above.

Manufacturer narrative:
Result: no lot # was provided, so a manufacturing record review could not be performed. The IFU states the surgeon must warn the patient of all physical and psychological limitations inherent to the use of the device with the patient, including premature weight bearing and activity levels. As the patient was described as very active, the post-operation instructions from the surgeon were not followed and the device likely fractured from excess activity levels. Conclusion: the root cause of the device failure is patient deviation from instructions.

Event description:
It was reported that; patient had a broken screw at l4 on the left side. Was unable to remove the broken portion so surgeon fused the level above.